Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was in sleep mode and overdischarged. The patient requested to have their device be turned back on. The ins has been overdischarged more than three times. The patient experienced pain. The cause of the overdischarge was that the patient did not recharge their device for one month. The action taken to resolve the event was to find out the steps to wake up the device. The device was off. The patient was on vacation for a month, afterwards they will have fixation surgery. No further complications were reported or anticipated.